Event description:
Medtronic received information that a non-medtronic aortic valve had aortic insufficiency. A medtronic transcatheter bioprosthetic valve was successfully implanted with no adverse patient effects reported. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).